Event description:
It was reported that 2 bd connecta¿ stopcocks had issues with ruptured tubing and contrast agent leakage onto the patient's skin during use. The following information was provided by the initial reporter: "customer reports they have experienced bd connecta extension tube burst two time while administrating contrast agent. This has caused an adverse event for the patient when contrast agent has leaked to patients skin."

Manufacturer narrative:
H.6. Investigation: a complaint of extension set tubing bursting was received from the customer. A photo was provided to aid in the investigation of this defect. Through inspection of this photo, the customer complaint was verified. In the photo the tubing can be seen torn. A device history record review was completed by our quality engineer team for provided lot number 0218518. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Due to no sample being returned a definitive root cause could not be determined. However, some probable root causes for this failure include use of product with an unintended fluid such as infusion solutions or organic solvents and use of product at an unintended pressure. This is the first complaint for component damage- leak on material 394945 & batch 0218518. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd connecta¿ stopcocks had issues with ruptured tubing and contrast agent leakage onto the patient's skin during use. The following information was provided by the initial reporter: "customer reports they have experienced bd connecta extension tube burst two time while administrating contrast agent. This has caused an adverse event for the patient when contrast agent has leaked to patients skin."